Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted in the patient. On (B)(6) 2026, the patient presented with fatigue, edema, chest pain, shortness of breath (sob), dizziness and heartburn. The valve got explanted. The patient status is unknown.

Manufacturer narrative:
An event of fatigue, edema, chest pain, shortness of breath (sob), dizziness and heartburn was reported after approximately seven years of trifecta valve implant. The reported intervention was due to surgical explant of the valve. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling. This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient.